Event description:
Pt reported that, while priming a new insulin cartridge, no insulin dripped from their infusion set. Pt removed the insulin cartridge, from the device, and discovered that insulin had leaked into the device's cartridge chamber. They stated that there was no apparant damage to the insulin cartridge prior to inserting it into the device. Pt's blood glucose was not affected and no treatment was received.